Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. Directions for use dfu-0362-eo revision 4 self-punching pushlock® and swivelock® suture anchors. E. Warnings: 5. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. G. Precautions: 3. Pushlock only: insert the driver until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 5. Pushlock only: ensure that the anchor body is in full contact with the bone before advancing the anchor body. 6. Insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. 8. Ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On november 21, 2025, a sales representative reported via phone that the tip of an ar-2324bcsp 4.75 mm biocomposite swivelock® anchor broke during a rotator cuff repair procedure on (B)(6) 2025. The failure occurred while impacting the anchor, and the fragment was retrieved. The patient had average bone quality, and the site was not prepped using an instrument prior to insertion. The event caused an approximate two-minute delay, requiring additional anesthesia. The procedure was completed using an ar-2324bcc biocomposite swivelock® suture anchor. No patient harm was reported.